Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the motor was making a high pitch noise. The customer also reported that the blood glucose reached 497 mg/dl. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the blood glucose ranged from 300 mg/dl to 400 mg/dl. The customer declined to troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and delivery accuracy test. No unexpected motor noise was noted. The motor functioned properly during testing. The motor was tested outside of the device and it passed. No drive/motor anomaly or cosmetic damage was noted.